Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Lancet is sticking out past the cap when customer releases the needle. Lancet is seated correctly. Customer presses the release button and needle does not retract. No adverse event alleged. A request was made for the return of the device.